Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial started (B)(6) 2020. They reported that when the patient first came home, they didn¿t feel how high it was because the patient was so numbed up from the strong drugs. They said they were feeling the electrical pulses yesterday, but they felt too strong and were making the patient nauseous all day long, but the patient couldn¿t figure out why. The patient said they weren¿t able to sleep but could feel the pulses the whole time, so they think that is what kept them awake. The patient said it was all the way up to their neck and shoulders and slowly decreased down to their ribs and lower body. The patient turned it down around 9:30 pm and it relaxed everything except the rib cage. The patient said they slept better but this morning the rib cage was still hurting so bad that they had aspirated so much phlegm they were choking on it. They said it¿s not coming from the head, its coming from the lungs. Patient services recommended turning it down or turning off. The patient opted to turn stimulation off and said it already felt much better. On an additional call the patient reported having complications with their device. They mentioned information from the previous call and how they turned stimulation off. They said that their healthcare professional had them turn stimulation back on. They said then stimulation was hurting their back. They said they were unsure if the nausea was because of their stimulation or their pain pills there were taking for their back since they said they had overdone it. The patient said they took oxycodone and may-pan. Support link assisted the patient with decreasing stimulation to a comfortable level. The patient said they were disoriented when they got home and believed that they may have confused their diary tracking dates. Additional information was received from the patient. They reported that they turned their stimulation down as they think it was causing them to have low blood sugar. On an additional call the patient said they were having hallucinations, out of body experiences, nausea, and uncomfortable stimulation and their symptoms are returning to before the procedure as they had to turn therapy off.

Manufacturer narrative:
H.6 code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.